Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for a fill volume issue was not observed. The photo was evaluated and shows the variable data on the tube and does not show the customer¿s failure mode. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. 10 retain samples were functionally tested for draw volume and all tubes tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill/fill issues. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube an unspecified number of tubes are only filling to the minimum line. There was no health impact or consequences reported.